Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited oversensing of noise resulting in a stored untreated episode and delivered two inappropriate shocks. Device data was sent to technical services (ts) for review. Further evaluation is expected in the future. This system remains in service. No adverse patient effects were reported.